Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (500 mcg/ml at 164.98 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6)-2016, it was reported that pump interrogation indicated motor stall occurred and stopped pump period may exceed tube set messages. The patient had recently had an MRI (event date (B)(6)-2016). The MRI was a follow-up evaluation by neurosurgery for sci (spinal cord injury). The pump logs indicated a motor stall recovery occurred today ((B)(6)-2016). There was a small volume discrepancy; the expected reservoir volume was 2.1 ml; the actual reservoir volume was 4.0 ml. The patient did not hear an alarm. No troubleshooting was done related to the patient not hearing the alarm. The reason for the patient not hearing the alarm was unknown by the reporter. The pump was refilled today. No patient symptoms were reported. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.